Manufacturer narrative:
Per phone call: customer received this unit from her drs office in february, and she is not getting any results. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per phone call: customer received this unit from her drs office in february, and she is not getting any results.